Manufacturer narrative:
The device was returned with a hole in the fluid path. Any damage to the fluid path will reduce the devices ability to deliver insulin. Damage to the fluid path above the environmental seal allow fluid to leak into the internals of the device, causing corrosion. Damaged cannula. Omnipod insulin management system ¿ user guide: model: ust400; 17845-5a-aw rev b 09/17. Checking your blood glucose. Chapter 4 / page 36: warnings: test results below 70 mg/dl mean low blood glucose (hypoglycemia). Test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia (see "living with diabetes" on page 115), repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider.

Event description:
It was reported by the patient that her blood glucose (bg) levels reached 365 mg/dl while wearing the pod between 4 and 24 hours on the infusion site (arm). Patient indicated when she went to bed and woke up, her bg levels were high. She gave herself a correction bolus but she stated that never worked. Then she proceeded to give herself a manual shot and her bg¿s began to decrease. However, she noticed the pod was not working and her bg levels began to increase once again. She removed the pod and applied a new one while on the call with customer service. Patient also indicated nothing was unusual about her fill process and that her adhesive was secured. She did not feel or smell insulin on the skin and the cannula looked normal to her at that time.